Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device and found an increased intra-peritoneal volume (iipv) event. The pal did not confirm any failure or malfunction of the device that would have caused or contributed to the iipv. The cause for the iipv was undetermined due to insufficient information. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 1. The patient's drain volume was 530ml. The fill volume was 250ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse she was not aware of the iipv event. Additionally, the patient has not reported any symptoms of overfill. The patient has been in the clinic since this event and is doing just fine. There was no patient injury or medical intervention associated with this event.